Event description:
Patient was worn badly and eventually fractured into 2 pieces.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.